Event description:
It was reported that the device will not charge to deliver a shock. The unit failed during user test, and there was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.